Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope angle lock lever had come off. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object coming out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found; fe (forceps elevator) knob had a crack due to physical stress caused by handling, nozzle had foreign objects due to insufficient cleaning, an adhesive on a-rubber(bending section cover) had a chip due to physical stress, c-cover (plastic distal end cover) had a scratch, c-cover(plastic distal end cover) had a burn, adhesives around lg (light guide) lens had white-clouded area, the insertion tube became deteriorated due to the cds (cleaned, disinfected, sterilized) method (handling issue), adhesive around lg ( light guide) lens was peeled. The objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue). The universal cord had a scratch due to physical stress. Switch 1 had a scratch due to physical stress caused by handling. The paint on suction-cylinder and air water-cylinder was peeled due to physical stress during reprocessing caused by handling. The suction -connector was dirty due to water leakage. The connecting tube has a scratch and a wrinkle. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: ¿ device was cleaned, sanitized, and disinfected prior to sending the device for repair. ¿ flushed the air/water nozzle with water and air. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.